Event description:
It was reported that customer experienced cartridge alarm 29 on pump and had recently encountered cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, and pump was confirmed for replacement. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.